Manufacturer narrative:
(B)(4). The homechoice was returned and a device analysis was completed. An event history log review identified a system error 2201 (positive t pressure leak). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Electrical testing was completed and the device passed. Functional testing identified a malfunctioning membrane gasket. A short simulated therapy was successfully performed. The reported unknown alarm was determined to be a system error 2201. The cause of the issue was a malfunctioning membrane gasket. The membrane gasket was replaced, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of an unspecified failure that occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.